Manufacturer narrative:
On 11/22/19, the investigation was performed based on a video provided and completed. Investigation summary: upon reviewing the video, the device was observed to have no apparent damage. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the date of explantation and the suspected medical device. The device was a 600cc unspecified gel implant, and it was implanted on (B)(6) 2009. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a revision breast augmentation with a 600cc mentor memorygel breast implant (left) and an unspecified gel implant (right) experienced postoperative right-sided rupture and suffered several unexplained systemic symptoms, including joint pain, memory problems, fatigue, chest pain, heartburn, hair loss, poor sleep, swallowing issues, feels something on throat, shortness of breath, lymph node back of neck, numbness on hand, numbness on fingers, and takes long time to heal. The root cause of the patient¿s symptoms is unclear. As a result, the patient had the implants explanted on (B)(6) 2019. The patient stated that upon explantation the left implant was found to be intact, and the right-sided implant was severely ruptured and discarded. This report is for the right prosthesis.